Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) error message "iabp may require maintenance".

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Adjustment of pressure/vacuum regulator on compressor, functional check with patient simulator and iapb consumables was completed. Test of proper operation of the screen in the service menu, operational tests with simulator (pressure signal, ECG signal), electrical safety test standard (earth resistance, leakage current and insulation resistance) were also completed. Equipment tested according to the manufacturer and operational protocol.

Event description:
It was reported that during a user check, the cardiosave intra-aortic balloon pump (iabp) error message "iabp may require maintenance". There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.